Event description:
It was reported by a potential vns patient's mother that she learned there were several death from the vns stopping patients' hearts several years ago. No additional information was provided as to where the information was obtained. No additional relevant information has been received to date.